Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 57 mg/dl and the patient self-treated by eating a donut and a candy bar. Despite treatment, the patient¿s cgm was still reading ¿low¿ (no specific value was reported). The patient tested her bg meter reading, which was 542 mg/dl. The patient also began feeling nauseous, dizzy, and weak. The patient went to the ER for evaluation. At the ER, the patient was put on oxygen. She was also given an unspecified pain reliever. The patient¿s cgm was removed, and no bg meter readings were reported for the remainder of the event. It was also reported that the patient was diagnosed with an ¿infection in her colon¿ and diverticulitis. The patient was discharged home after 2 days. The patient was still ¿not feeling well¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.